Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen is shattered. Reportedly, the customer fell during basketball practice and the touchscreen shattered. The pump is not functional. The customer¿s blood glucose level was 146 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.